Manufacturer narrative:
High calibrator relative light units (rlu's) are very different between calibrations on 8/23/2016 (14,101) and 8/24/2016 (75,017). The customer had two reagent ee2 readypacks loaded. One pack was removed, reloaded and found with liquid on the top film. Possible contamination occurred while mixing which was confirmed by all the qc recovering low. The cause for the enhanced estradiol (ee2) result is unknown. Improper reagent handling is suspected to have caused this issue. Once the new ee2 reagent readypack was loaded, all the qc recovered in range. The ee2 patient result issue was resolved by loading a fresh reagent pack of the same lot. The instructions for use (IFU) recommendations for proper mixing and reagent storage have been reviewed with the customer. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the quality control section: "if the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: verify that the materials are not expired. Verify that required maintenance was performed. Verify that the assay was performed according to the instructions for use. Rerun the assay with fresh quality control samples. If necessary, contact your local technical support provider or distributor for assistance." The IFU states in the reagents section: "store the reagents upright at 2-8°c. Mix all primary reagent packs by hand before loading them onto the system. Visually inspect the bottom of the reagent pack to ensure that all particles are dispersed and resuspended. For detailed information about preparing the reagents for use, see the system operator's guide. Protect from sunlight. Protect reagent packs from all heat and light sources. Reagent packs loaded on the system are protected from light. Store unused reagent packs at 2-8°c away from light sources."

Event description:
A falsely low advia centaur cp enhanced estradiol (ee2) result was obtained on a patient sample. The low result was reported. However, when the quality control (qc) was out of range low, the patient sample was repeated once the qc was in range after loading a fresh reagent readypack. The result was high. The original sample tube was pulled and tested. The result was high. A corrected report was issued. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp enhanced estradiol results.